Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: fibre image had broken fibre evident and distal end unit recommended to be replaced; fluid stain was evident, biopsy channel was leaking and recommended to be replaced; down angle not to specification; and connector insulation not to specification. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc190f important information ¿ please read before use do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the ultrasound bronchofibervideoscope had no image. The issue occurred during the preparation for use. There were no reports of patient harm.